Manufacturer narrative:
Other applicable components are: product ID: neu_recharger_acc, serial#: unknown, product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the desktop charger had a bent connector pin. A replacement desktop charger was sent to the patient. No symptoms were reported. Additional information was received from the patient. It was reported that the patient was unable to charge their ins. The patient reported that they saw the "ins battery depleted" screen on the ins recharger (insr). The patient tried to use the insr at the time of the call and the screen was blank. The patient plugged in the insr and the screen was still blank. The patient reiterated that the desktop charger had a bent connector pin. It was reported that the patient couldn't charge the insr due to the bent connector pin and thus couldn't charge the ins as a result. The patient also reported that they were feeling hot pricks in their feet and that their right buttocks feels like it's on fire. The patient stated that if they move, it feels like it's one the right side of their spine. No further complications are anticipated.